Event description:
It was reported by the account the device was used during a laparoscopic right inguinal hernia repair. It was reported the surgeon went to fire the stapler and it will not produce a workable staple. The surgeon stated one side of the staple would come out, while the other side would not. A second ems was opened, the same thing occurred, but the misformed staple was removed and they were able to complete the case with the second device. There was no consequence to the pt.